Event description:
It has been reported to us that during the procedure, clotting of the diagnostic angiography catheter occurred. The physician inserted the diagnostic catheter into the patient for the coronary diagnostic procedure. The physician performed angiography on the left coronary artery without issue. The physician started to performed angiography on the right coronary artery and observed a sub-occlusive thrombus formation inside the diagnostic catheter a few seconds after diagnostic engagement. The patient reacted with immediate temporary ischemic symptoms. The patient was treated ans is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.